Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that five months post implantation of the vascular stent for treatment of a pre-dilated lower limb stenosis via retrograde access through the left jugular artery, the stent was found to be fractured. Balloon dilation and atherectomy plus dcb was performed for patient treatment. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the images provided, the alleged stent strut fracture could not be confirmed. Due to the poor resolution of the images, the stent structure was not visible. For this reason, no further evaluation could be performed and the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- and/or post-dilation, highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement and subsequent stent fracture. In this case, pre- and post-dilation was performed and no issue during system tracking or stent deployment were encountered. Reportedly, access was gained through the jugular artery which may be a contributing factor to the reported event. On the basis of the information available and the evaluation of the images, a definite root cause for the reported event could not be identified. The IFU supplied with this device sufficiently describes the correct application of the device. Also the IFU states that stent fracture is potential adverse event that may occur. The IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. Updated 'eval code & desc - (B)(4).

Event description:
It was reported that five months post implantation of the vascular stent for treatment of a pre-dilated lower limb stenosis via retrograde access through the left jugular artery, the stent was found to be fractured. Balloon dilation and atherectomy plus dcb was performed for patient treatment. There was no reported patient injury.